Manufacturer narrative:
(B)(4). The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. The customer reported that the device and accessories used in the event were evaluated and put back into service. Training was the resolution for the reported issue. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during an open heart surgery, they attempted to shock and the device was unable to defibrillate. A back-up device was available and used without delay. There was no adverse effect to the patient due to the issue. No other information for the patient is available.